Manufacturer narrative:
An event of a pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following a left ventricular premature ventricular contraction procedure, a pericardial effusion was observed. Ice was used to diagnose an effusion in the posterior pericardium following the procedure. The blood thinner was reversed and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.